Event description:
The pt reported that their ipg turned itself off 3 times in 8 days. Each time the ipg turned itself off, using the same program, the amplitude was reset to maintain the same coverage. The pt recharges their ipg every other day. The pt reported an increase in time to recharge the ipg from 30-45 minutes every other day to 1 and 1/2 hours every other day to fully charge the ipg. The system is implanted and will not be returned for eval. Pt referred to physician for diagnostics.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.